Event description:
Report received from USA stating that there was a "hole in hose" of the device. It is known that the device was not used in surgery. It is unknown if injury or medical intervention was reported. It is unknown if there was a delay in surgery. No additional information available.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the problem of "hole in hose" was confirmed. There was a tear / cut found near the connector end of the motor assembly. The condition is due to device mishandling. If additional information is received, a supplemental MDR will be sent. (B)(4).